Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and after wards started vibrating beeping without any alarm. The patient¿s blood glucose was unknown at the time of the incident. Battery out limit was also reported. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test and displacement test due to blank display. Unable to verify battery out limit alarm due to blank display. No vibration anomaly or constant tone anomaly noted. Pump had corroded motor home switch.